Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All available information was investigated, and the reported improper or incorrect procedure or method/user error is associated with the use of an expired clip delivery system. It should be noted that in the mitraclip instructions for use, warns: do not use the mitraclip system after the use by date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection, endocarditis, and/or sepsis. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip was implanted past the expiration date.it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing mr to 1. It was noted one of the clips was implanted past the expiration date. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.